Event description:
It was reported that during an anterior crucial ligament surgical procedure, it was observed that the locking pin in the locking mechanism of the sagittal saw attachment device was broken and would not stay locked tight. According to the report, when the surgeon was cutting though the patellar, the device was turning. The surgeon manually held the device straight to complete the surgery. The reporter stated that the bone did not break. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pin that held the turn knob that secure the blade was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.